Event description:
It was reported that, on the day of a hand surgery, a pyrocarbon mcp joint implant was not available for the procedure. According to the hospital, the surgeon was not advised that the component was not available until after the patient was given anesthesia. Surgeon went forward with two other aspects of surgery. The s+n product was not implanted. The patient was reported to be healing. It is anticipated that they will undergo additional surgery using the s+n implant.

Manufacturer narrative:
H10. Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that human error is the clinical root cause of the postponed implantation. The availability of the implants should be confirmed before surgery. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of instructions for use document for pyrotitan¿ humeral resurfacing arthroplasty (hra) revealed that a surgical technique brochure is available which outlines the basic procedure for device implantation and the use of specialized surgical instrumentation. It is the responsibility of the surgeon to be familiar with the procedure before use of these products. This has been identified in the surgical procedure section. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical set-up preparation errors. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.